Event description:
Caller reported that cartridge leaked insulin. Customer's blood glucose level was 162 mg/dl, which is within the normal range. Customer was able to load a new cartridge, and a replacement cartridge was sent via goodwill order as resolution.